Event description:
It was reported that the power stapler stopped firing half-way through the first new stapler cartridge. Powered stapler reversed and removed. New powered stapler opened. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4) date sent: 6/27/2023 d4: batch # 146c22 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 146c22, and no non-conformances were identified.